Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was feeling ¿uneasy¿ and drank a glass of water. His cgm was reading 121 mg/dl at the time. The patient made himself a sandwich and began going up the stairs but fell, hitting his head along the way. The patient¿s family found him and his cgm reading 240 mg/dl while the bg meter reading was 14 mg/dl. Emergency medical services (ems) was called. Once ems arrived, the patient was transported to the emergency room (ER) as the patient had a concussion and lacerations in his head. By the time the patient reached the ER, he was unconscious. The patient was treated with IV sugar and insulin. The patient also had an MRI done. After treatment, the patient regained consciousness and was discharged home later the same evening. At discharge, the cgm was reading 300 mg/dl and the bg meter was reading 150 mg/dl. The patient was feeling ¿woozy¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was feeling uneasy. The reported glucose values fall within the e zone of the parkes error grid when patient fell. No additional patient or event information is available.